Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was examined visually, electrically, and mechanically. The visual inspection showed ligature markings 23 cm distal of the df4 connector pin. Multiple signs of abrasion could be seen along the lead body, especially 45 cm to 48 cm distal of the df4 connector pin, which indicates interaction with a partner lead. However, the insulation was still intact in this area. In addition, cuts were noted in the insulation, which are probably a result of the operation process. Blood was found in the interior of the lead. The inner conductor helix also showed a deformation that most likely also is a result of the extraction. Because of that, the insertion of a mandrin during the mechanical analysis was only possible against a resistance. No anomalies were found during the electrical analysis. During the analysis of the lead, no deviations were detected that could be related to the clinical complaint. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufaturing steps had been carried out correctly. The analysis of the available iegm excerpts showed noise artifacts in the rv channel with low amplitude and frequency, which were detected as vf. Based on the characteristics, an extracardiac source should be considered.in summary, there were no indications of a material defect or manufacturing error.

Event description:
Ous MDR - it was reported that this lead was explanted and replaced approximately 29 months after the implant due to oversensing.